Manufacturer narrative:
Concomitant bwi products used during the procedure: carto xp system: model #: m-4800-01, (B)(4). Cool flow irrigation pump: model #: m-5491-02, (B)(4). Stockert rf generator: model #:m-5463-01, (B)(4). C3 ez steer cs with auto ID catheter: model #: d-1263-06-s, lot #.: unknown. C3 nav variable lasso catheter: model #: d-1290-01-s, lot #.: unknown. Soundstar catheter: model #: m-5723-05, lot #.: unknown. Lot numbers for catheters are unknown because the packaging of and the catheters themselves have all been disposed of. The physicians stated that they will continue to use carto, stockert and cool flow pump but would limit rf delivery to no greater than 45watts. Service was declined. (B)(4).

Manufacturer narrative:
(B)(4). The catheter was not returned for investigation as initially reported. The complaint was reported the day after the incident occurred and all of the catheters were already disposed of by then.

Event description:
It was reported that while the physician was ablating to make a right atrial flutter line after an afib ablation, the patient's blood pressure dropped and had a tamponade. As the physician was ablating at 50 degrees celsius, he noticed a steam pop. He immediately stopped the ablation. The physician used a soundstar ultrasound catheter to locate the effusion and drew blood out of the patient's heart using a syringe. The effusion was repaired in a surgery. The patient was stable and alert and has recovered completely. The patient had fully recovered (no residual effects). The causality of adverse event was believed to be due to the high wattage in ablation. The stockert generator was set to 50 watts, irrigating was set at 30 ml.